Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera iii xenon light source displayed a communication error (b30) in preparation for use in unspecified diagnostic procedure. The customer stated they tried three (3) different scopes and the error was still present. The customer later provided they found a problem scope and the light source will not be returned for evaluation. However, the serial number of the scope was not provided. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to normal deterioration of the socket. Olympus will continue to monitor field performance for this device.